Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the opcheck during a daily check with a charge/shock failure error. There was no patient involvement.